Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. The patient had a previous history of two pci surgeries. It was unknown what stents were placed and what vessel was treated. Additional information regarding previous pci surgeries has been requested from the site, but no information has been received yet. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was proximal right coronary artery that was described as 30mm in length, class c, and de novo with 90% stenosis. The lesion was treated with a 2.75 x 18mm cypher rx at 18atm. The stent was post-dilated with a 3 x 15mm balloon at 24atm due to the initial stent did not fully expand. Consequently, a second stent was implanted overlapping proximal to the initial stent in order to cover the lesion. The second lesion treated was distal right coronary artery that was described as 8mm in length, class c and de novo with 90% stenosis. The reference vessel was 2.25mm in diameter. The lesion was treated with a 2.25 x 8mm cypher rx at 16atm by direct stenting. There was no post-dilation conducted for this stent. At screening, the enzymes were reported to be normal. At 6-12 hours post procedure, the troponin I was 0.56 (0.04 unl). At discharge, the ck-mb was 6.7 (6.0 unl) and the troponin I was 0.63. The ECG core lab reported no new st-t abnormalities and no new q waves. The site reported no post-procedure complications or adverse events. Due to post-procedure cardiac enzyme elevation, additional draw was ordered to observe the values of enzymes and they trend downward. The patient was administered additional 12 hours of eptifibatide, according to the discharge summary. This elevation was later diagnosed as a periprocedural pci based on the adjudication minutes.

Manufacturer narrative:
Please note that the correct alert date of 3500a supplemental follow-up# 1 was (B)(4) 2012 that was previously submitted with the alert date of (B)(4) 2012 in error at the time of submission. So, this is just to report correct alert date of 3500a follow-up# 1.

Manufacturer narrative:
Addendum: additional information received from the site indicated that the patient had two cypher stents placed in the mid lad at the time of previous pci conducted on (B)(6) 2004. Both stents were noted to be patent at the time of index and there were no issues reported with both stents since mid lad was treated at the time of previous pci and index lesions were in the proximal rca and distal rca. For the event of mi, the site reported that the mi was due to stretching of the artery that was stented, but there was no periprocedural mi as per the pi. There was no treatment given for mi. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of myocardial infarction ((B)(6) 2004) and history of previous pci ((B)(6) 2004). The patient had a previous history of two pci surgeries. It was reported that the patient had two cypher stents placed in the mid lad. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was positive functional test for ischemia. The first lesion treated was proximal right coronary artery that was described as 30 mm in length, class c, and de novo with 90% stenosis. The lesion was treated with a 2.75 x 18 mm cypher rx at 18 atm. The stent was post-dilated with a 3 x 15 mm balloon at 24 atm due to the initial stent did not fully expand. Consequently, a second stent was implanted overlapping proximal to the initial stent in order to cover the lesion. The second lesion treated was distal right coronary artery that was described as 8 mm in length, class c and de novo with 90% stenosis. The reference vessel was 2.25 mm in diameter. The lesion was treated with a 2.25 x 8 mm cypher rx at 16 atm by direct stenting. There was no post-dilation conducted for this stent. Previous two cypher stents were noted to be patent at the time of index procedure and there were no issues reported with previous two stent since both were implanted in the mid lad and the index was performed in the proximal rca and distal rca. At screening, the enzymes were reported to be normal. At 6-12 hours post procedure, the troponin I was 0.56 (0.04 unl). At discharge, the ck-mb was 6.7 (6.0 unl) and the troponin I was 0.63. The ECG core lab reported no new st-t abnormalities and no new q waves. The site reported no post-procedure complications or adverse events. Due to post-procedure cardiac enzyme elevation, additional draw was ordered to observe the values of enzymes and they trend downward. The patient was administered additional 12 hours of eptifibatide, according to the discharge summary. As per the pi, it was due to the stretching of the artery that was stented, but there was no periprocedural mi. This elevation was later diagnosed as a periprocedural pci based on the adjudication minutes. The patient was discharged on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15060783 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00370, 3003742446-2012-00371, and 3003742446-2012-00372.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, eptifibatide, heparin, lopressor, niaspan, norvasc, prasugrel, and zocor. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00370, 3003742446-2012-00371, and 3003742446-2012-00372.